Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error alarm during load reservoir. Customer stated that alarm could be caused by high magnetic field. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and insulin pump alarmed again. Customer will not be return device for analysis.

Manufacturer narrative:
Insulin pump received with pump error 38 during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch.